Event description:
Arthritis in left knee, effusion in left knee. Information was received on 20 september 2007 from a physician regarding a female patient, initials and age unknown, with an unknown medical history. The patient received one injection of synvisc in each knee. Before the injections, the physician aspirated both knees and withdrew 20 ml fluid from each knee. After the synvisc injection in the left knee, the patient experienced arthritis and effusion of the left knee. A bacteriological analysis showed 15000 leukocytes (unit unspecified). At the time of this report, patient had not yet recovered. Additional information was received on 02 and 05 october 2007 from a physician regarding a female patient with a medical history of knee osteoarthrosis. In 2007, the patient received one synvisc injection into both her knees. The next day, the patient experienced knee pain and knee swelling. She self-treated with ice on the knee. On an unknown date, she visited the physician, a febricula 38-degree was noticed and knee puncture was performed. The biological investigation of puncture fluid showed 12000 (unit unspecified) neutrophilic leukocytes and bacteriological investigation was negative. Erythrocyte sedimentation rate (the first hour) was 24 (unit unspecified) and neutrophilic leukocytes percentage was 75%. After puncture, the patient experienced knee swelling again so, that four days later, erythrocyte sedimentation rate (the first hour) was tested again and result showed 96 (unit unspecified), leukocytes was still 15000 (unit unspecified). Knee effusion was moderate. The bacteriological investigation was performed and was again negative. Synvisc treatment was temporarily discontinued. Six days later, the patient was hospitalized. One day later, the patient was discharged from the hospital. The physician assessed intensity of the adverse events as moderate, the relationship between synvisc injection and adverse events as probable. The patient had recovered without sequelae three days later. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Knee puncture; hospitalized for 6 days.

Manufacturer narrative:
.